Manufacturer narrative:
The initial reporter facility name is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that we recently had a packaging issue with your surestep intermittent catheter tray. One tubing was bent and another was compressed on two kits and on another kit the lube was open and emptied.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. Visual evaluation of the returned sample noted two opened (without original packaging), surestep intermittent catheters with drain bag attached. Visual inspection that no gel package was return for evaluation therefore the reported event is inconclusive because no sample was returned. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that we recently had a packaging issue with your surestep intermittent catheter tray. One tubing was bent and another was compressed on two kits and on another kit the lube was open and emptied.